Event description:
Customer stated that they had a bravo ph procedure which failed to attach. The pt had some respiratory issue and a pulmonary specialist checked for possible aspirated of capsule. They found the missing capsule did not go into the lung, it was in the stomach. The pt was not injured following the procedure.